Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting syastem and may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a female patient who received on (B)(6) 2021 a coolsculpting system treatment to the flanks using the cooladvantage, coolcurve plus applicator and to the abdomen using cooladvantage coolcore applicator. The patient was presented with paradoxical hyperplasia (ph). Per abbvie medical safety report, the details provided indicate paradoxical hyperplasia (ph) and provider medical diagnosed ph on (B)(6) 2025 to the bilateral lower abdomen and bilateral flanks.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Since the provider indicated on the treatment form that the coolcore applicator and coolcurve+ applicator were used in the treatment, we will conservatively report the recalled devices. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.